Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
(B)(4).